Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: no defect was found. The pump performs within specification.last basal delivery was on (B)(6) 2014@09:20. Black box shows a 27hr unacknowledged manual suspend alarm post loss of prime due low non zero force warning on (B)(6) 2014 , tdd add up and reflect the programmed basal rate target. The pump was turned off from (B)(6) 2014@09:11 to (B)(6) 2014@05:55. "Ez-prime¿ steps were performed correctly; the pump correctly displays ¿remove infusion from body¿ before each prime operation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the patient received an empty cartridge alarm and awakened at 3:30 a.m. To change site. Patient disconnected from pump to change site but could not locate cartridge cap, so taped the cartridge in place and the next thing became disoriented, sweaty and convulsing. Approximately 20-25 units was inadvertently infused. Emergency services was called as blood glucose (bg) at that time was 10 mg/dl, with cognitive impairment, confusion, difficulty speaking, and unsteadiness when standing and walking. Ems gave glucose and transported patient to hospital. Reporter states patient does not remember anything whenever bg is low, and is not certain if patient was disconnected when taping cartridge to the pump. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia following use error of taping cartridge in place in the abscence of the cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.